Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mid to distal left anterior descending (lad) artery. Predilation was performed using an unspecified balloon catheter. After prepping the 2.75mm x 24mm liberté stent it was advanced to the lad and would not cross the lesion after several attempts. The device was removed and it was noted that the distal struts of the stent got flared. The procedure was completed with a different device. No known complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte/veriflex stent delivery system (sds) with no original packaging or other devices. There was blood in the wire lumen. Microscopic inspection of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mid to distal left anterior descending (lad) artery. Predilation was performed using an unspecified balloon catheter. After prepping the 2.75mm x 24mm liberte stent it was advanced to the lad and would not cross the lesion after several attempts. The device was removed and it was noted that the distal struts of the stent got flared. The procedure was completed with a different device. No known complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).